Event description:
It was reported that the hcw also experienced eye pain.

Manufacturer narrative:
(B)(4) - incorrect use of device.

Event description:
A report was received that an endoscopy health care worker (hcw) experienced headache when working with scopes disinfected with disopa and a non-asp automatic endoscope reprocessor. The symptoms diminished when the window of the disinfection room was opened. The facility plans to improve the equipment for ventilation of the room.

Manufacturer narrative:
(B)(4) - eye pain. Asp investigation summary: the investigation included trending by problem code, failure mode and effects analysis, system hazard and user misuse analysis, and health hazard evaluation. The lot number was not available to perform a complaint history search. A review of the complaint history from (B)(6) 2009 through (B)(6) 2010 for cidex opa solution/disopa with the problem code of "hr -headache" did not reveal any significant trends. A similar review for "hr - eye reaction" revealed a spike above the ucl (upper control limit. However, the ucl is below 1 dpmo (defects per million opportunities), therefore any spikes in the dpmo chart are not necessarily an indication of a significant trend, but are due to natural variability. A detailed review revealed eight complaints were reported with this problem code during this time period which averages to less than one complaint per month. Therefore, this is not considered a significant trend. The cidex opa fmea (failure mode and effects analysis) and shuma (system hazard and user misuse analysis) were reviewed for user symptoms such as headaches and eye exposure. The fmea scores were found to be below the threshold of 100. The hazard identified in the shuma has been assessed a category 1 - broadly acceptable risk. A review of the hhe (health hazard evaluation) for user symptoms and headaches indicated that these symptoms are basically transient and disappear once the user is moved to a well-ventilated area. The hhe hazard/risk index was scored as none/negligible for user symptoms and headaches. The cidex opa solution instructions for use (IFU) and the material safety data sheet (msds) state to use gloves of appropriate type and length, eye protection and fluid-resistant gowns. It was reported that the hcw (healthcare worker) also experienced eye pain. No medical attention or treatment was sought. The hcw was not wearing any ppe (personal protective equipment) at the time of the event. After the event, the hcw started to use a mask and the symptoms were in remission. The facility installed a ventilation duct in the room on (B)(6) 2009. The hcw's symptoms improved by (B)(6) 2009. A CAPA (corrective and preventive action plan) was opened to investigate hcw reports of human reaction symptoms while working with cudex opa solution. Through the investigation, it was determined that inadequate ventilation and/or possibly user related issued were contributing to the majority of these reported human reaction symptoms. No additional action is required by asp at this time, as the facility has indicated that the ventilation in the room has been upgraded and no further complaints have been reported. Asp will continue to monitor for trends.